Event description:
In 2009, the pt's mother reported that 2 weeks prior, the pt experienced elevated blood glucose of over 400 mg/dl and the school nurse administered a 20 unit bolus. When the pt arrived home, he changed his infusion site and found that the cannula was bent. The mother stated that the infusion site was not leaking, but she recalls smelling insulin. The infusion site had been in use for 24 hours. The pt injected insulin via syringe to lower his blood glucose. His normal blood glucose level is 100 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.